Manufacturer narrative:
Additional information: method, results, and conclusions. The returned plug driver was evaluated. Visual inspection confirmed that the tip of the device was deformed. There were no other signs of damage on the device. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage. It is likely that the device experienced greater than expected forces during use causing the device to deform.

Event description:
It was reported that the tip of a plug driver was deformed during surgery. An alternative plug driver was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a plug driver was deformed during surgery. An alternative plug driver was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a plug driver was deformed during surgery. An alternative plug driver was used to complete the procedure without reported patient impacts.